Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened and the stent partially exposed the device was confirmed as 40mm the device was returned with approx. 17mm of the stent exposed a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device was unable to flush. An in-house 0.014¿ guidewire was used for guidewire loading check and it was unable to advance through the device. The device was loaded into a deployment fixture, the stent did not deploy with a maximum peak force of 3.60lbs which is higher than the recommended deployment force medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the protege rx stent was damaged during a procedure to treat carotid artery stenosis with 85% stenosis, fibrous plaque, moderate tortuosity, and moderate calcification in the proximal to mid common carotid artery. Embolic protection was used with a spider device. The lesion was not pre-dilated, and the device passed through a previously deployed stent without resistance or excessive force. The damaged stent was removed and replaced with a new medtronic stent. No patient complications have been reported as a result of this event.